Event description:
A surgeon reported that an intraocular lens (iol) would not unfold in a pt's eye. The wound had to be widened to remove the iol. Upon removal, the surgeon noted that the iol was split.